Manufacturer narrative:
The insulin pump was received with no traces of moisture at keypad traces, electronic assemblies or motor assemblies. The insulin pump was received with cracked case at display window corners.

Event description:
Customer reported via phone call to have moisture under display screen. Customer reported that there were water mark under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.